Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder did not work. The cable was switched and the device still failed to cauterize. A replacement unit was used to complete the procedure. No patient effects were reported. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt. The device passed the pre-cautery test, with steam generated during several device actuations. Device was evaluated and alleged failure could not be duplicated. There was no nonconformance which could have attributed to this failure mode. No trending can be performed since there was no nonconformance with the reported device. We will continue to track and trend. A supplemental report will be submitted if new information is received. (B) (4)